Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident and current blood glucose was 200 mg/dl. The customer was treated with bolus. It was reported that the numbers were not ramping on their own. Customer stated that the scroll bar was not moving. The customer reported that the keypad was unresponsive. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device had intermittently malfunctioning buttons. Keypad unresponsive or button error alarm confirmed. Keypad anomaly isolated to keypad.